Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 116 millimeters (mm) from the terminal pin. Resistance tests were completed on both segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray of the lead was performed and no anomalies were found. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited loss of capture and did not deliver pacing. There was a concern of a micro-perforation, however was not confirmed. The patient's system was explanted and not replaced as their ejection fraction had improved. No additional adverse patient effects were reported.